Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged pump error 43 and keypad unresponsive/button error alarm found on (B)(6) 2021. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test, however failed the self-test due to lack of vibration. No unexpected motor anomaly alarms noted during testing. Successfully downloaded history files and traces using thus. Confirmed pump error 43 alarm (motor drive error) on (B)(6) 2021 at 13:03 and 13:13 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and moisture damage was noted on the harness assembly vibrator and pcba 1. Motor was taken to the test bench where it rewound with no errors or alarms noted. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history files on (B)(6) 2021 at 19:11, (B)(6) 2021 at 13:33, (B)(6) 2021 at 18:06, and (B)(6) 2021 at 13:03. Device passed the keypad voltage test. The following were noted during visual inspection: serial number label missing, pillowing keypad overlay, cracked case on corner of belt clip rails, and cracked case above arrow and battery icon. Customer alleged for pump error 43 was confirmed on (B)(6) 2021. Stuck button alarm not confirmed. Moisture damage was confirmed on the pcba 1 and harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Insulin pump had an error in the motor which was detected by reading unexpected value from hall sensor. The customer stated they were not able to clear the alarms. Customer states that insulin pump is exposed to highly magnetic field. Customer reported that insulin pump had keypad anomaly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.